Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15july2019. The manufacturer¿s international service technician confirmed the reported battery issue replaced the battery and battery tray to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
Battery cable broken. There was no patient involvement.